Manufacturer narrative:
Returned device was received in with a cracked right plunger case. There was fluid ingression noted and contamination on the left plunger case. The plunger tube seal(grommet) was not sited properly. Evidence of reported problem in event log was found. During the evaluation of the device the left plunger case flippers get stuck due to contamination. This issue was customer induced. The left plunger was replaced and then all functional tests passed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump presented with system failure. The pump indicated "check syringe plunger sensor". There was no patient present at the time of the event. There was no reported adverse events.